Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, the peg tube came apart during placement. The physician was able to grasp the plastic tip and pull the tubing through. A photo of the device was provided by the customer and showed that the transition joint between the peg tube and the introducer dilator was separated. The procedure was completed with the original device. There were no patient complications reported as a result of this event.